Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the sulu was partially fired with staples protruding at the proximal end of the cartridge. Functional testing included resetting and reloading sulu into the test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, for the first firing for duodenum resection, the surgeon tried to push the plastic knob of the device, however the knob was not advanced. Replaced by new cartridge, the firing was successful. For the second firing for small intestine resection, the surgeon pushed the plastic knob of the device, however the knob was not advanced. Replaced by new cartridge, the firing was successful. The status of the patient is no problem.